Manufacturer narrative:
(B)(4). Upon follow up, it was reported peritoneal dialysis therapy remained ongoing. The caregiver was retrained on proper aseptic technique as that person is the device operator due to patient¿s unrelated medical handicap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient received both intraperitoneal and intravenous antibiotics (dose, frequency, duration unknown) for treatment of the peritonitis event. On an unknown date, the patient was discharged from the hospital and recovered from the event. The patient was retrained on aseptic technique. It was not reported if extraneal therapy was ongoing. No additional information is available.